Event description:
Customer states they have been getting low results for the last two weeks. They were scheduled for a normal doctors visit. Based on the doctors device the customer was admitted to the hosp for observation. Back to back device tested was performed. The hosp device read 144mg/dl and the customers device read 42mg/dl. The customer was given insulin in the hosp. The customer is a gestational diabetic and is now insulin dependant. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.